Manufacturer narrative:
This issue is being reported due to should it recur there is a likelihood of the incident resulting in serious injury/death. There was no patient involvement or injury alleged with this incident. The issue was discovered by the provider upon receipt of the device. Photos were provided and the wheelchair was returned for evaluation which both confirmed the allegation. The weld was broken where the left rear axle attaches the wheel to the frame. It was identified that an insufficient weld exists between the frame and axle lug that also contributed to the failure. A CAPA has been opened to investigate this malfunction. The tracer IV user manual states to check all wheelchair components and carton for damage and to test before use.

Event description:
Dealer reported the tracer IV manual wheelchair had a broken weld out of the box. The dealer stated this was discovered prior to being placed in use.